Event description:
This lead was attempted, but not implanted, on (B)(6) 2011 due to patient anatomy didn't allow for stable placement and no diaphragmatic stimulation. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).